Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l138 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l138 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the kit, smart card, and photogrpah is still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. (B)(6) 2023

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube broke during buffy coat collection. The ecp treatment was aborted, and no residual blood within the kit was returned to the patient. The customer reported the patient felt like they were going to faint due to the smell of blood from the drive tube break. The customer stated the patient was taken outside of the treatment room. The customer will return the kit, smart card, and photographs for investigation.

Manufacturer narrative:
The complaint kit and photographs were returned for evaluation. The smart card was not returned. The provided photographs verify the drive tube broke during treatment, as blood splatter is visible on the centrifuge walls. The photographs show the drive tube broke near the lower drive tube overmold. Examination of the returned kit verified the drive tube broke at the location of the lower drive tube overmold. The drive tube is twisted near the lower drive tube bearing stop. A known cause of a broken drive tube is when the drive tube is not rotating freely. If the drive tube is not properly secured into the retainer clip during installation of the kit by the end user, it can become twisted and break. A material trace of the drive tube assembly used to manufacture lot l138 did not find any related non-conformances. A device history record review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot had passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).